Event description:
International customer reported that a patient underwent a prior carotid endarterectomy and subsequent emergent repair. The patient developed a hematoma five days after the previous repair and was returned to surgery. The surgeon reports that the suture line failed. The carotid artery was ligated and the patient subsequently suffered a stroke. The patient expired eight days later.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: - lot ace590, mfg 03/01/2008, exp 01/31/2013; - lot zep120, mfg 05/01/2007, exp 01/31/2012; - lot xjp422, mfg 08/01/2006, exp 07/31/2011. This is one of two medwatch reports being submitted for this patient as two separate events occurred with separate devices. See 2210968-2008-00987 for the other medwatch.